Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) regarding an external device. Pt reported that their back had gotten so much worse. They could not sit there and charge the implant like it said. Pt stated that they didn¿t know if it was just because they hurt so bad sitting there or if the issue was with the equipment not working good. Pt noted that the recharger would get warm when they were sitting on it and they would have to take it off. Pt also stated that it took so long for them to try to make connections. When asked for the event date, the pt mentioned that they had moved from one town to another and the equipment got misplaced for quite a while in the last 3 months. Agent asked and pt did not have their equipment at the time of the call. Pt inquired about how long the implant lasts for and the agent reviewed the longevity of the implant. Agent advised pt to call back when they have their equipment for further troubleshooting.